Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The pump serial number was incorrectly reported in the lot no. Field on the previous report.

Event description:
It was reported the pump was implanted after the use by date. The pump was used to deliver morphine. Please refer to manufacturer report # 3007566237-2014-01469 for information regarding the current withdrawal and pain issues.